Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-06367. It was reported the patient experienced ineffective stimulation due to lead migration. Surgical intervention may be undertaken as the next course of action.

Event description:
Device 1 of 2: reference MFR report#1627487-2016-06367. Follow-up identified surgery took place during which time one lead was repositioned and the other lead replaced. Stimulation was restored postoperatively.